Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor made a popping noise and would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon investigation, there was a broken lead on high-voltage capacitor c22 on the defibrillator board. The broken lead caused the ca board to experience excessive current, which damaged multiple components. The root cause for the broken lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 1/21/2013. Results will be monitored. No adverse event resulted from the broken lead on c22. The patient rec'd a replacement monitor.